Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto mapping system. Other company¿s devices that were used in this study: cs (sl1, st. Jude medical), eam system (rhythmia, boston scientific), 64-electrodes orion (boston scientific), 4 mm blazer (boston scientific). (B)(4). The product is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 37 consecutive patients with drug-refractory af underwent pulmonary vein isolation using celsius thermocool ablation catheter. Among them, 1 patient suffered transient ischemic attack. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿direct comparison of point-by-point and rapid ultra-high-resolution electroanatomical mapping in patients scheduled for ablation of atrial fibrillation.¿ the purpose of this study was to directly compare point-by-point versus rapid ultra-high-resolution eam in patients scheduled for ablation of atrial fibrillation (af) with focus on procedural data, acute success, and midterm clinical outcome. Suspect device is a 3.5 mm externally irrigated-tip celsius thermocool ablation catheter, however catalog or lot number are unknown. Other complications (1 pericardial tamponade, 1 transient air embolism, 1 groin hematoma) that occurred in rthythmia group using 4mm blazer catheter (boston scientific) which were reported in this article were not related to bwi device. Concomitant products that used in this study: carto mapping system. Other companies¿ device were used in this study: cs (sl1, st. Jude medical), eam system (rhythmia, boston scientific), 64-electrodes orion (boston scientific), 4 mm blazer (boston scientific).